Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that (B)(6) 2024, a 27mm navitor valve was implanted in a patient using a large flexnav delivery system.the patient had bicuspid morphology and physician intentionally implanted the valve deeper (height about 5mm) due to bicuspid morphology. Patient had a history of arrhythmia but no change to rhythm during procedure. On (B)(6) 2024, it was reported that the patient received a permanent pacemaker due arrhythmia post procedurally that did not resolve. The patient is stable and will be discharged.

Manufacturer narrative:
An event of arrhythmia and off-label use was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported heart block could not be conclusively determined. It is possible implant depth and history of arrythmia contributed to the event. However, this could not be confirmed. The reported surgical intervention was a result of case-specific circumstance as permanent pacemaker was implanted. The reported off-label use was related to the use of the navitor valve on a bicuspid aortic morphology. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note, per instructions for use, artmt600163776 rev. C, contraindications ¿the valve is contraindicated for patients with any leaflet configuration other than tricuspid.¿